Event description:
The manufacturer received information alleging a ventilator would not power on with ac power. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.